Event description:
It was reported that there were concerns of a premature battery depletion for this pacemaker device. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion for this pacemaker device. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported. This device is not expected to return for analysis.

Event description:
It was reported that there were concerns of a premature battery depletion for this pacemaker device. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported. This device is not expected to return for analysis.

Manufacturer narrative:
This report contains a correction to field e. The initial reporter and related contact information has been updated.